Event description:
It was reported that a spectrum infusion pump shuts off when it was tapped in the lower left corner or on the bottom, it does this with or with out a battery even after replacing the ac adapter cable during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, 'pump shuts of when it is tapped in the lower left corner or on the bottom. It does this with or with out a battery" was not reproduced. A review of the event history log (ehl) revealed occurrences of ¿improper shutdown!¿ messages. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.